Event description:
Approximately eleven months post index procedure, during a follow-up coronary angiography highlighted restenosis in the distal part of the stent that was implanted in target lesion. The restenosis was treated by angioplasty with a 2.5 x 20mm balloon at 12atm. The result was satisfactory. The patient was admitted for a procedure in 2006. The patient had a lesion in the mid left anterior descending branch. The lesion was smooth, eccentric and moderately tortuous. The lesion was 10mm in length and the vessel was 2.75mm in diameter. The lesion was pre-dilated with a balloon. Then a 2.75 x 33mm cypher select stent was implanted at 16atm to treat the lesion. The patient's medications include the following: aspirin (pre and post procedure), clopidogrel (pre procedure), ca2+ antagonist (pre procedure), heparin (intra procedure), statins (post procedure), beta-blockers (post procedure) and anti-anginal medications (post procedure).

Manufacturer narrative:
Please note: this ous cypher select sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional information will be submitted upon 30 days of receipt.